Event description:
It was reported that an ilet charger was not charging the ilet until the user repositioned the device on the charger and changed power outlets, after which charging proceeded as intended. No adverse clinical symptoms and no impact to blood glucose reported during the event. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education focused on charger seating and power source verification. Investigation of this case revealed normal charger and device function after proper placement and outlet change, consistent with a use-related charging issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and environmental conditions affecting power supply.

Manufacturer narrative:
Initial.